Event description:
It was reported by service report that the scale was inaccurate.

Manufacturer narrative:
Supplemental submitted as the investigation concluded this report was a duplicate of the event previously reported in medwatch 0001831750-2013-01198.

Event description:
It was reported by service report that the scale was inaccurate.

Manufacturer narrative:
Result: load cell.